Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). The reason for call was caller stated trial was performed today, healthcare provider (hcp) was able to implant both leads without issue but when performing check connectivity, 0-7 worked fine but 8-15 lead had connection issues. Hcp removed and reinserted leads into wireless externa neurostimulator (wens) but received same check connectivity results. Caller's colleague testing stim but patient wasn't feeling anything so the wens was replaced but check connectivity showed the same connection issues. At that point, hcp replaced the lead and got the same check connectivity results and the other lead was showing impedance issues as well. Caller didn't have specific numbers but electrode impedance test showed that the 2 contacts consistently out were over 40k ohms and other contacts were elevated. As soon as patient "got up", all impedances were normal on both leads and patient was able to be programmed normally. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Technical services (tss) reviewed potential reasons for impedances issues that ultimately resolved and possible troubleshooting steps for in the future. The original wens used provided better impedance results so that is the wens currently in use with the patient. .

Manufacturer narrative:
A correction was made to update and include an applicable ime. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.